Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead had dislodged and exhibited r-wave amplitude variation. When viewed on fluoroscopy, the lead was not notably dislodged. The lead was explanted and replaced. The patient was asymptomatic and stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.